Event description:
It was reported that the patient had an infection and explant occurred. Additional information received on (B)(6) 2012, reported that the infection onset was on (B)(6) 2012. Perioperative antibiotics were administered and the infection was in the lumbar region. The patient was treated with intravenous antibiotics and the whole device system was explanted. The infection resolved and the health care professional (hcp) was "still following the patient." It was reported that the patient had previous risk factors, before implantation of the device, of diabetes and a debilitated status. It was unclear if diabetes was checked or not.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).